Event description:
It was reported that the patient could not ¿get machine to work¿ and it had been 3 weeks of trying to get it to work. It was confirmed that the patient referred to the recharger and patient programmer. It was noted that the patient got boxes but they were blank. It was noted that the patient started to charge at 9 am this morning and was getting frustrated. It was noted that the patient stated that they were trained under anesthesia and that no one trained him. It was noted that the patient went to the health care professional¿s (hcp) office yesterday and the battery was real low. It was noted that the hcp put ¿a disc¿ over the implant and the patient got a shock. It was noted that the patient did not know that they were supposed to recharge the device until yesterday. It was noted that the patient got boxes by using the antenna locate feature. It was noted that the patient turned the device off last night and still felt vibration. It was noted that the patient was not aware of what keys shut off the implant. It was noted that the patient was successfully charging as of the date of the report. Additional information received reported that the patient had problems with their ¿tens unit.¿ it was noted that the patient stated that ¿it would not go up, it would not go down. It just had a stupid picture on there.¿ it was noted that the patient had the belt on, and pushed the green but and it was ¿stimulating my thing.¿ it was noted that the patient could not raise and lower it, although it was clarified that the recharger could only be used to recharge the implantable neurostimulator (ins) and could not make adjustments. It was noted that the patient was recharging. It was noted that the patient was angry that they spent money for a machine that was in the patient¿s body that the patient did not know how to use. It was noted that the patient was told how to work the device after the patient just came out of surgery under anesthesia. It was noted that the patient called because the patient was about ¿to throw the equipment.¿ additional information received reported that the patient just wanted to know how to turn ¿this off.¿ it was noted that the patient confused coupling bars with implantable neurostimulator (ins) charge level. It was noted that the patient reported that it was hard to remember all of this.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that once in while the patient got shocked when the implantable neurostimulator (ins) was turned on. It was noted that the patient felt the initial shock in the spine because the patient¿s back was not ready for the stimulation but the patient was able to us the patient programmer to turn stimulation to a level where it was comfortable. It was noted that the patient said, ¿I¿m not saying anything is wrong with it.¿ it was noted that the patient stated that sometimes when the stimulation was turned off the patient¿s feet would tingle. It was noted that the ins was placed in the most inconvenient place on the patient¿s body and it was difficult to reach.